Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of rod rocker is broken off. Broken piece was discarded.

Manufacturer narrative:
Evaluation codes: additional information. Device evaluated by MFR?: corrected data. One (1) monarch rocker [product code: 2770-50-300] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the rocker had a fractured distal tip on one of the head engagement pins. The fractured tip was not provided as it was discarded. A review of the device history record (DHR) for the monarch rocker could not be performed. Trending search found no reported complaints other than this one for events describing the tip of the monarch rocker becoming broken. A definitive root cause for the monarch rocker becoming broken cannot be positively determined. However, the fracture analysis report shows that the texture of the fracture is consistent across the entire surface suggesting the rocker underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.